Event description:
Wire in the instrument tip from intuitive mega suturecut robotic instrument (from the pan) snaped broken during surgery while surgeon was actively using it. It was immediately removed from the patient and circulation and was replaced with a new instrument.